Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton 2.0 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and was unable to confirm the loose fit / intermittent image issue. The video baton was connected to a test cable and a test go monitor and no issue was encountered. Since the customer had already received a replacement glidescope video baton 2.0 large, the returned device was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would intermittently disappear when the video baton was manipulated. The procedure was completed using a disposable glidescope single-use blade, which was made available in less than five (5) minutes. No harm to the patient or user was reported.